Manufacturer narrative:
The unique identifier (UDI) number has been requested from the OEM (original equipment manufacturer) for the device. However, this information has not yet been provided. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Due to ongoing litigation, the customer has stated during previous communications that they were unable to provide further information regarding events surrounding heater-cooler contamination, and that any additional information would need to be conducted through legal counsel. Further investigation cannot be performed. As corrective action, a field safety notice was sent out to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU).

Event description:
On december 19, 2016, sorin group (B)(4) received a user medwatch report ((B)(4)) stating that the sorin heater-cooler system 3t tested positive for acid-fast bacilli (afb) during monthly water surveillance. The unit was sequestered at that time and further testing is to be conducted to identify the exact species of afb. There is no known patient involvement.